Manufacturer narrative:
As of today, the lead has not been returned for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead was explanted after it had dislodged. Dislodgment was confirmed via x-ray. A request for the return of the lead has been made. There were no adverse patient effects reported.